Manufacturer narrative:
Cmp-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03749 and 1822565-2017-03751.

Event description:
It was reported that over time the spring of the femoral inserter becomes loose. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Visual inspection of the returned components found that the device exhibits strong decrease of the spring tension and the device has a binding defect while locking. The part functions properly. Devices exhibit strike marks on the strike plate and also shows wear, tear, dings and scratches. Technical evaluation determined that the device exhibits a strong decrease in the spring tension. Technical evaluation also determined that the device has a binding defect while locking. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation.